Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that the battery charger was blinking red. The pt was provided with a replacement battery and battery charger.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 519 mg/dl, 230 mg/dl, and 143 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.